Event description:
It was reported that the hydromorphone patient controlled analgesic reservoir volume stated 4.4 ml, but the registered nurse drew back 44 ml to waste. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.